Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine 7 mg/ml 1.6988 mg/24 hour via an implantable pump for non-maligant pain. It was reported that the abdominal pump pocket was opened, and the pump was noted to move freely within the pocket. The catheter was tightly coiled and twisted in a knot about 5 cm from the pump connector. The catheter was disconnected from the pump and the excess trimmed, measured to be 72.5 cm. Once trimmed, cerebrospinal fluid (csf) flow was noted from the remaining catheter and the incision was closed. The patient was turned prone, and an incision was made in the flank to pull the catheter through to connect to the new pocket site on the buttocks. While pulling, the catheter became stuck and a remnant was torn and unable to be retrieved from the subcutaneous tissue. The length of this retained portion was unknown at this time. The csf flow was noted from the new end of the catheter, which was then connected to a new 8596sc revision kit. No catheter was trimmed from the new implant. The original total volume of the catheter was 0.289 ml. Knowing this, the surgeon estimated that the new volume would be approximately 0.22 ml. The continuous infusion dosing decreased by 50% and the patient was kept for overnight observation. Per physician note, the patient had larger than anticipated residual volumes for her past refills. The patient described being able to move the pump around within the abdominal pocket. It was unknown if diagnostics or troubleshooting occurred. The issue was resolved at the time of the report. The healthcare provider has no further information for medtronic.

Manufacturer narrative:
Revised b5/f08. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2026, product type: catheter. Product ID: 8596sc, serial# (B)(6), implanted: (B)(6) 2024, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(6), ubd: 23-sep-2023, UDI#: (B)(4); product ID: 8596sc, serial/lot #: (B)(6), ubd: 15-dec-2025, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing morphine 7 mg/ml 1.6988 mg/24 hour via an implantable pump for non-maligant pain. It was reported that the pump pocket was brown and abdominal pump pocket was opened, and the pump was noted to move freely within the pocket. The catheter was tightly coiled and twisted in a knot about 5 cm from pump connector. The catheter was disconnected from the pump and the excess trimmed, measured to be 72.5 cm. Once trimmed, cerebrospinal fluid (csf) flow was noted from the remaining catheter and the incision was closed. The patient was turned prone, and an incision was made in the flank to pull the catheter through to connect to the new pocket site on the buttocks. While pulling, the catheter became stuck and a remnant was torn and unable to be retrieved from the subcutaneous tissue. The length of this retained portion was unknown at this time. The csf flow was noted from the new end of the catheter, which was then connected to a new 8596sc revision kit. No catheter was trimmed from the new implant. The original total volume of the catheter was 0.289 ml. Knowing this, the surgeon estimated that the new volume would be approximately 0.22 ml. The continuous infusion dosing decreased by 50% and the patient was kept for overnight observation. Per physician note, the patient had larger than anticipated residual volumes for her past refills. The patient described being able to move the pump around within the abdominal pocket. It was unknown if diagnostics or troubleshooting occurred. The issue was resolved at the time of the report. The healthcare provider has no further information for medtronic.